Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced pain, discomfort, dyspareunia and infections. All other information, including the patient's current condition, is unknown and reportedly unavailable.